Event description:
Löwenstein medical technology has received information about a potential incident in which this device failed during therapy. It is reported that no one has been harmed. There is currently no further information about this incident. We are gathering further information about this potential incident.

Event description:
Löwenstein medical technology has received information about a potential incident. It was reported by the user that the device shut down independently during the therapy. The patient's therapy was continued with a different device. The manufacturer has not received any information about any harm from patients, users or third parties.